Event description:
It was reported by the eye care professional (ecp) that a pt experienced a "really red eye". Upon examination, the ecp found an inferior marginal corneal ulcer and multiple infiltrates in the right eye. The pt had been putting a multi-purpose disinfecting solution directly in her eye multiple times a day and the ecp thinks this is why the pt is having this reaction. Additional info received on (B)(4) 2013 from the ecp stated that the marginal corneal ulcer was 0.5mm in size with eleven infiltrates, less than 0.25mm in size that were peripherally located in the right eye. The pt experienced moderate discomfort/pain and a foreign body sensation with watery discharge. There was no anterior chamber reaction. There was mild corneal staining present only over the ulcer, <50% of the corneal surface. It is unk if there is permanent scarring. Treated with vigamox q30 mins x 2 hrs, then q1h while awake. The best corrected visual acuity prior to the symptoms was 20/20 od, os, and ou. It was noted that the event was likely infective. Responded quickly to cessation of lens wear and treatment with vigamox. The pt was seen on (B)(6) 2013 for f/u and the ecp noted that all the smaller infiltrates are gone and the ulcer has almost fully re-epithelialized. Received additional info from ecp on (B)(6) 2013 stating that the pt is improving but not fully resolved. She is feeling better but the issue has not improved to the point that the ecp would have expected. There is still some staining so she has switched from vigamox to ciloxan and will see the pt early the following week. Additional info has been requested but not yet received.

Manufacturer narrative:
Initial 961083-2013-00013 was incorrectly submitted for #(B)(4). Refer to 9610813-2013-00015 for #(B)(4). Initial 9610813-2013-00013 was previously submitted for #(B)(4). (B)(4). The device has not been received for analysis. The lot number is unk, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. Internal control number: (B)(4).